Event description:
Pt admitted to hospital for atrial fibrillation that progressed to heart failure. Reoperation in 2005 found thrombosed mitral valve; pt died in ICU the following day. Pt had low inr; artrial arrhythmia and had consumed a large amount of spinach prior to event.